Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure within the esophagus. According to the complainant, while preparing for the case outside the patient, the forceps jaws only opened halfway. The procedure was completed with another radial jaw 4 large capacity biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; washer tail bent.

Manufacturer narrative:
A visual examination found that the device returned with the washer tail bent. Functionally, when actuated, the jaws moved together in the same direction due to the bent washer tail. The washer tail was removed and the forceps opened and closed without issue. No abnormalities were noted with the device riveting and welding which were found to be within specification. The condition of the returned incident device was consistent with the complaint that the forceps jaws failed to fully open. However, the evaluation attributed this condition to the bent washer tail. There are controls in the manufacturing process that exist to limit product performance issues so the bend likely occurred due to user handling during preparation. Therefore, the most probable root cause is handling damage. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.